Manufacturer narrative:
The investigation has been completed. Data analysis: the complaint was reported on aug 12th, 2025; however, according to the logs, the issue first occurred on aug 8th, 2025. During initial boot up, the console restarted automatically due to a pmd communication issue. Due to a persistent pmd communication issue, the console rebooted several times and displayed ¿system self check failed.¿ when the console was rebooted again on august 27th, 2025, the issue persisted, and the console continued to display "system self check failed" due to the ongoing pmd communication issue. This confirms the reported failure mode. Device analysis: this console was tested after arriving and reproduced the reported failure mode. During the initial boot-up, the console restarted automatically due to the pmd communication issue, resulting in the ¿system self check failed¿ screen. The fwcheck via telnet confirmed the problem was due to the impellatronic pca board, as the hw revision was n.a. For the sau_motor_1. The issue was resolved by replacing the old impellatronic pca with a known good one. After the replacement, no further issues were observed with the known good pump and purge cassette attached. Further no burning smell or burned component was noticed during investigation. Root cause: the root cause of the "system self check failure" was determined to be a defective impellatronic pca board. No issues related to burning smell or damaged components were observed within the automated impella controller.

Manufacturer narrative:
The reported event did not occur during patient use. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during preventive maintenance the automated impella controller generated a bootup/self-check alarm and gave off a burning odor. There was no patient use at the time of the event.